Event description:
The customer observed a falsely elevated total bilirubin on the architect c4000 processing module for one patient. The following results were provided (reference range, total bilirubin, 0.20 to 1.20 mg/dl): on (B)(6) 2024, sid (B)(6), initial total bilirubin result= 26.36 mg/dl; repeat result= 0.37 mg/dl . There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6), complete entry for section e1 - phone number: (B)(6). This issue was previously reported under MDR number 3002809144-2025-00005 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated total bilirubin on the architect c4000 processing module for one patient. The following results were provided (reference range, total bilirubin, 0.20 to 1.20 mg/dl): (B)(6) 2024, sid (B)(6) , initial total bilirubin result= 26.36 mg/dl; repeat result= 0.37 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) reviewed the instrument log and observed the instrument had been stopped before pausing preventing complete washing of the cuvettes and causing potential cuvette drying tip damage. The fsr replaced the cuvette drying tip which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect system did not identify any trends associated with the complaint issue. A review of tracking and trending for the cuvette drying tip did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module, serial number (B)(6) or the cuvette drying tip was identified.